Event description:
It was reported that the patient was admitted (B)(6) 2022 after coughing up frank blood and having bloody stools. Multiple esophagogastroduodenoscopies (egds) were performed to confirm a gastrointestinal (gi) bleed. The patient experienced acute bleeding from one of the varices in the esophagus. Six bands were placed with incomplete eradication of varices. There was no bleeding at the end of the procedure. On (B)(6) 2022 the patient expired due to ischemic colitis, however thrombus could not be confirmed as the cause of the ischemic bowel. The death was not considered to be device related and the device reportedly operated as expected. The device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct relationship between the device and the reported ischemic bowel, bleeding, and death exacerbation could not be conclusively determined through this investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists bleeding and death as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 27-nov-2019. No further information was provided. The manufacturer is closing the file on this event.